Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving hydromorphone (2 mg/ml at 0.312 mg/day) and bupivacaine (10 mg/ml at 1.56 mg/day) via an implantable infusion pump. The indication for use was noted as malignant pain and other carcinoma. The patient's medical history included kidney problems and feeding tube. It was reported the patient's intrathecal pump was not providing adequate pain relief. It was noted the patient fell in (B)(6) 2015. The clinician scheduled the patient for a catheter dye study on (B)(6) 2016. The issue was not resolved at the time of this report. The patient status at the time of this report was unable to be obtained. It was further reported that the patient noted after the fall "her pump had not been working like it used to." The clinic staff noted the patient had repeatedly requested oral medications for rescue pain. No further information was provided. Follow-up was being conducted to obtain event dates, diagnostics/troubleshooting performed, actions /interventions taken, clarification of the allegation, and cause of the pump not working like it used to. If additional information is received, a follow-up report will be sent.